Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm angioguard filter was used during surgery, and it was found that the tail could not be torn off. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5mm angioguard filter was used during surgery, and it was found that the tail could not be torn off. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested but not provided. A non-sterile ¿rx/5mm basket diameter/180cm¿ device was received in a transparent plastic bag and unpacked for visual evaluation. The returned components included the delivery sheath, capture sheath, torquing device, filter introducer, and ecgw system; the remaining components were not returned for analysis. No damage or other notable observations were found on the returned parts. Functional analysis was performed per applicable procedures. The peeling process was resumed, with the deployment sheath peeled from the guidewire in parallel with the other sheath. Peeling was completed within a few centimeters of the black-to-yellow sheath color transition. The process was smooth, and no resistance was seen. The reported ¿deployment (delivery) sheath- peeling difficulty (rx only)¿ was not seen during the product evaluation because the sheath was successfully peeled while functionally testing it. The exact cause of the event cannot be found; however, it may be related to handling factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿separate the deployment sheath hub from the guidewire by grasping the guidewire proximally in one hand and pulling the hub away from the wire with the thumb and index finger of the other hand. While maintaining the guidewire position, use the hub to peel the deployment sheath up to the hemovalve. Referring to figure 3, place one hand over the hemovalve and grasp it with the ring and little fingers. Open the hemovalve. Maintain guidewire position by holding the guidewire between the thumb and index finger of the same hand. With the other hand, peel the deployment sheath from the guidewire by pulling on the hub parallel to the axis of the guidewire. Complete the peeling step by pulling on the black deployment sheath. Peeling is complete within a few centimeters of the black to yellow sheath color change. Remove the remaining un-slit sheath using a standard over-the-wire technique.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5mm angioguard filter was used during surgery, and it was found that the tail could not be torn off. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested but not provided.